Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage, medical intervention and device entrapment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted restricted posterior. The first clip was successfully deployed, reducing mr to 1-2. Then the second clip delivery system (cds) was advanced to the mitral valve, and the first grasping attempt was successful. However, to optimize grasping and further reduce mr, a decision was made to re-position the clip. However, when the clip was opened, chordae was trapped with the anterior gripper. Troubleshooting was performed, but the anterior remain stuck with the chordae. Although the clip remained stuck in the chordae, the clip was able to grasp both leaflets, but when time tension released, the residual mr increased. Imaging showed a small rupture of the anterior leaflet. Therefore, another grasping attempt was made to grasp more of the anterior leaflet. The clip grasped both leaflets, reducing mr to 1-2. The clip was then deployed. However, after clip deployment, the clip seemed to have moved while still on both leaflets. The partial rupture was observed again and residual mr increased significantly. The first clip remained stable on both leaflets. But since there was no more space for a third clip, a decision was made to stop the procedure. Two clips were implanted, and mr is 4. There was no no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported clip becoming caught in anatomy resulting in migration cannot be determined. The unspecified tissue injury resulting in mitral regurgitation (mr) appears to be related to the procedural circumstances associated with clip becoming caught in the anatomy. Mr and tissue damage are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.